Event description:
It was reported that during the implant procedure, the physician changed several positions in order to place the lead, but all positions measured bad parameters (high threshold or bad sensing). After operating several times, the helix of lead could not retract any more. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix stretched, distorted/bent which prevent the helix functioning properly. Electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).